Event description:
A customer reported that the eci analyzer associated incorrect patient demographics with a sample ID. Mismatched results might lead to inappropriate patient action. There was no report of patient harm as a result of this event.